Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2008 for the treatment of stress urinary incontinence with intrinsic sphincter deficiency and pelvic floor repair mesh was used. Following the procedure, the patient experienced pelvic discomfort and continued mesh exposure with dyspareunia. The patient also experienced frequency, urgency, and occasional leakage with strong urge or stress like activities. A recent exam revealed anterior and posterior mesh palpable below the epithelial surface, apical and anterior mesh exposure and pain to palpation along the mesh surface. The patient underwent another procedure in (B)(6) 2012 for removal of the mesh. Additional information has been requested.

Manufacturer narrative:
The mesh was implanted on (B)(6) 2008. The original intended procedure was an anterior and posterior colporrhaphy, mesh graft placement times two, tension free vaginal tape secure in a u position, cystoscopy, external anal sphincteroplasty, repair of perivesical fascia, repair of weakened perirectal fascia, extraperitoneal colopexy. The mesh was explanted on (B)(6) 2012. Conclusion: there were multiple pieces of foreign matter with pieces of mesh attached returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report # 4900240000-2012-8018. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01225. The same patient is represented in each medwatch.